Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12553. It was reported the pt fell and landed on the ipg implant site. Subsequently the ipg turns off without prompting and feels the stimulation is not very effective. The sjm rep interrogated the system and reprogrammed the pt but stimulation is not effective. The pt is scheduled to undergo x-rays.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.